Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14104. It was reported that the patient presented for a pocket revision due to hematoma. During the pocket revision, the lv lead dislodged. The lv lead was explanted and replaced. The ICD remains implanted. The patient was stable implanted.